Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced ascites, peripheral edema. This was unlikely to be device related but could not be ruled out. Right heart function was impaired before implantation. Rotation speed adjustment, medication adjustment, and albumin supplementation were performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. A, is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU lists potential adverse events, including right heart failure, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the patient was hospitalized with protein-losing enteropathy. Detailed evaluation revealed severe aortic regurgitation and right heart failure, and surgical intervention was deemed necessary. Aortic valve regurgitation was treated with direct valve closure. For right heart failure, a fontan procedure was performed, including fenestrated patch closure of the tricuspid valve, patch closure of the pulmonary valve, creation of an atrial septal defect, glenn anastomosis, and extracardiac conduit-type total cavopulmonary connection (tcpc) using 16 mm expanded polytetrafluoroethylene (eptfe). The patient was extubated the day after surgery and discharged from the intensive care unit (ICU) on postoperative day 12. Although a subdural hematoma occurred postoperatively, requiring burr hole evacuation, they recovered without neurological sequelae and was discharged ambulatory on day 47. The patient at the time was awaiting heart transplantation as an outpatient, with serum albumin levels improving from 1.9 to 2.6 g/dl.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The heartmate 3 lvas IFU, is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU lists potential adverse events, including right heart failure and bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Additionally, section 6 of the IFU provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.